Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "occlusion alarms" which were reproduced during evaluation as upstream occlusion alarms. The reported "occlusion error" was also confirmed through a review of the event history log. It was determined that the root cause for the alarms was continuity found on the upstream sensor flex tail pins. The failed upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump experienced an "occlusion error". It was also reported there was no patient involvement.